Manufacturer narrative:
(B)(4) baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance of an anti-siphon pca extension set in which leaking was observed at the site between the syringe and the pca tubing during use on an female patient on an unknown date. The set was used with pca ii pump, serial number unknown. The set was changed when the problem was discovered and treatment was continued without further incident. No additional information is available regarding the report and the name of the clinician who reported the condition is unknown. There was no patient injury or medical intervention necessary. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.